Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw cap fell off into the patient. The screw cap from the predrill end of the large fragment universal drill guide 323.500, fell off the drill guide into the patient without the surgical team noticing. The guide was being used in a femoral peri prosthetic fracture case. The plate, screws, and cable were implanted with a very good result in terms of reduction and fixation. At the end of the case, final xrays were being taken when the small metal object was noticed medial to the mid shaft femur. No one was sure what it was until the instruments on the scrub table were looked at. The cap off the universal drill guide was missing. The surgeon tried to retrieve the cap for about 5-10 minutes without success. He gave up saying it was too close to major structures to go digging around. He was not overly concerned but wanted it logged on the operation notes. Device is not available for investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. : investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.